Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was inaccurate. The customer did not know how the pump date became changed. Customer declined troubleshooting with tandem technical support. There was no reported impact to customer's blood glucose level. Reportedly, the customer adjusted the pump date to be accurate.